Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received discrepant ise results for 1 patient sample. Initial sodium gave 102 mmol/l and was accompanied by a data flag; repeat gave 137 mmol/l. Repeat on another c501 analyzer s/n 806-22 at the site gave the same repeat result of 137 mmol/l. Initial potassium gave 2.2 mmol/l and was accompanied by a data flag; repeat gave 4.08 mmol/l. Repeat on other c501 gave 4.18 mmol/l. User said discrepant results were not reported out so the patient was not treated. Sodium and potassium electrode lot numbers were not provided. The field service representative found low output of detergent and rinse on the cuvette. He adjusted the rinse station to correct output flow on the cuvette. Precision tests were performed and customer ran calibration and controls with passing results.